Event description:
Baxter (B)(4) received a report from a director of a pharmacy involving an automix 3+3 compounder. According to the facility, they reported a pump with frayed cables. The unit is being swapped. It was not reported if there was patient involvement, injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Corrected data: catalog number. Additional information: serial number.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "umb cable frayed" was confirmed during visual inspection. The outer jacket of umb cable was found to be frayed. However, no repairs were performed on the device and another known working device was sent to the customer.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.